Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that stated a nurse received a needle stick. The report stated that the needle came detached from the syringe became exposed after it had been used. The nurse was stuck by a protruding part of the needle. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for eval.